Manufacturer narrative:
Complaint not confirmed, however the heavy abrasion marks observed on the superior surface suggest the glenoid poly broke and the device may have been in contact with the humeral head. No other abnormality that may have contributed to the event were observed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that 6 years after the initial surgery, a revision surgery of the eclipse with the universal glenoid was necessary as the patient suffered pain in the shoulder joint. The sub-scapularis no longer had any function. Therefore an inverse prosthesis was indicated and a prosthesis from another manufacturer was implanted. As the patient was allergic to metal, no modular conversion of the glenoid could be performed. Therefore the universal glenoid and the eclipse had to be removed. The surgeon further reported that dark traces were identified below the trunion. The lysis fringes are the result of the pe abrasion. Only small fragments of the pe insert were still present. Update 22-feb-2021: x-ray pictures and a surgery report was provided with the information that the initial surgery was performed on (B)(6) 2017. The reported event was identified on (B)(6) 2020 via scintigraphy. Update 26-feb-2021 : the revision surgery was performed on (B)(6) 2021.